Manufacturer narrative:
Intuitive surgical, inc. (Isi) will not receive the curved-tip sureform 45 stapler instrument and sureform 45 black reload for evaluation as they were discarded by the customer. A review of the submitted images was performed by an isi failure analysis engineer (fae). The following additional information was provided: it was observed that a curved-tip sureform 45 stapler instrument with an exposed blade and loose staples that were not deployed into the tissue.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the blade of the curved-tip sureform 45 stapler instrument was exposed when the customer physically opened the instrument's tips. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to replace the instrument. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The instrument involved a partial fire with the "tissue too thick to continue" error message, and the fire sequence was interrupted. The surgeon fired over an existing staple line. The surgeon did not use buttress material and did not experience any clamping issues prior to firing the sureform 45 black reload. The stapling issue did not result in malformed/unformed staples, staples missing, or holes/gaps observed within the staple line. The customer used another curved-tip sureform 45 stapler instrument to cut the tissue. The affected curved-tip sureform 45 stapler instrument was discarded as it was used on an infectious patient.